Manufacturer narrative:
It is believed that the surgeon did not expand the device so that the endplates were secure or surgeon used incorrect sized implant.

Event description:
It was reported that an implant that was implanted on (B)(6) 2019 had migrated/moved forward in position and needed to be removed.